Event description:
The initial attorney report alleged pain, scarring, disfigurement and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: ni/ni/ni- pt underwent repair utilizing a kugel patch.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records provided did not include operative reports, culture reports or pathology reports. The only record provided was a recovery room note which contained the kugel patch trace label indicating that a kugel patch was utilized in a procedure. No specific device failure was alleged by the pt's attorney and no sample has been returned for eval. If and when additional info is received a supplemental report will be submitted however with the currently available info, no conclusion can be drawn.